Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. Programming changes were made. There were no patient consequences.